Event description:
It was reported that when using the bd pyxis¿ es refrigerator, fridge was broken. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, the field service engineer (fse) stated that it was reported that the pharmacy department refrigerator had lost power and was not functioning. The pharmacy maintenance team was working on attempting to repair or replace the unit. Verified that the refrigerator was not connected to the pyxis system, and no immediate action was required from the system perspective. Planned to install the smart remote manager on a replacement refrigerator if needed; however, the refrigerator had already been removed prior to fse arrival, so no action was taken at that time and noted that the pharmacy department would repair or replace the refrigerator. The system functioned as intended after field service engineer investigated the issue.